Manufacturer narrative:
Results: the review of the manufacturing records verified that this lot met all pre-release specifications. No images were available for review from the hospital.

Event description:
It was reported the physician implanted a 25mm gore helex septal occluder to close an atrial septal defect. The defect measured 10mm on transesophageal echocardiography. Later that day, it was noted that the device had embolized. A snare was used to remove the device and a 15mm non-gore occluder was implanted. The pt was doing well following the procedure.